Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon sixth inflation at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported.